Event description:
Procedure: lung resection. According to the reporter: staples did not form properly. The poor staple line was re-fired with three additional sulu's. There was not much bleeding but at least 30 minute delay in the procedure.

Manufacturer narrative:
There were two lot #'s reported because the user was not sure which one had the alleged difficulty. Lot #1: n6l135m. Expiration date: 11/30/2011. Manufacture date: 11/2006. Lot #2: n7k154 expiration date: 10/31/2012 manufacture date: 10/2007.